Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the hyperform occlusion balloon catheter and guidewire (model: 104-4470 lot: b069413) found that no damages were found with the hyperform hub, body or distal tip. The balloon subassembly was found ruptured. No damages were found with the guidewire. The distal ~3.5 cm of the guidewire coiled tip was found extending out of the distal tip of the hyperform balloon catheter. The guidewire was removed from the balloon against resistance. Dried contrast was found on the guidewire. The hyperform occlusion balloon catheter was flushed, water exited the distal end. The guidewire was reinserted into the catheter. An unsuccessful attempt was made to inflate the balloon as it was found to be leaking out of the ruptured hole. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿no/slow inflation during set up¿ was confirmed. It is likely the damage to the balloon contributed to the event. Over-inflation of the balloon can cause the balloon to become damaged. However, the root cause for the damage could not be determined. The customer report of ¿catheter puncture (gw/stylet)¿ was not confirmed. Although a rupture was found on the balloon subassembly, the inner lumen between the guidewire and the balloon was not damaged and the guidewire remained within the inner lumen of the catheter. H6: method code updated to b01. Result code updated to c0702, c0703, and c0706. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was being treated for a saccular aneurysm located in the ophthalmic artery. It was on the left side, had a large neck, and was 9mm. The device was prepared as indicated in the instructions for use (IFU). No problems led to the balloon perforation, and no cause was determined. The perforation occurred during the procedure, and there had not been extensive guidewire manipulation. During inflation, the guidewire tip had been advanced 15mm out of the catheter tip. The guidewire tip had been shaped into a "j", and a 1:1 contrast ration was used. The injection rate was slow. The balloon was flushed and the guidewire was hydrated as indicated in the IFU. The guidewire was guidewire was 1.5cm out from the catheter tip during inflation. The catheter and guidewire were remove and expected, but the performance was not verified and it was not inspected for the presence of clot at the tip or inflation holes. Blood did not enter the catheter lumen, and no contrast was observed leaking during the inflation attempt. No kinks were observed on the catheter during use. The procedure was completed by replacing the balloon catheter. Ancillary devices include an xpedion .010 guidewire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the hyperform balloon was perforated and did not inflate at the time of the procedure. There was no injury to the patient as a result of the event.